Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 9393610, UDI # (B)(4) and 510k# k094025 is available for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative disc disease transforaminal lumbar interbody fusion at l5/s1. Intra-op, the cage brok e when the physician tried to relocate it. The CT scan confirmed the location of the broken part. The part of the cage that broke remained connected to the explantation instrument. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.